Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained. Confirmatory testing was performed on the cepheid gene xpert xpress and the result was negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported by the customer that there were false positive results.

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained. Confirmatory testing was performed on the cepheid gene xpert xpress and the result was negative. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: it was reported by the customer that there were false positive results.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref. (B)(4)) lot 1236338 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that lot 1236338 was manufactured according to specifications and met performance requirements. Customer reported false n1 positive results with bd sars-cov-2 reagents for bd max¿ system lot 1236338. When retested with another bd max¿ instrument or with another assay (cepheid), the samples gave negative results. It must be noted that the cepheid assay only detects the n2 and e gene targets, thus it is not possible to compare results with those from the bd sars-cov-2 reagents for bd max¿ system for the n1 target detection. Customer provided database from instrument ct0965 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd max sars-cov-2 reagents instruction for use. Manual pcr curve adjudication was performed on all n1 positive / n2 negative samples obtained with kit lot 1236338. Pcr curves analysis of all the samples revealed late and low, but true amplifications for n1 targets, without anomaly, indicative of true n1 positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. According to the complaint text, no environmental contamination was found in the pcr rooms and prep areas. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Based on the data and information provided, specimens at or near the assay limit of detection (lod) and cross contamination during sample preparation steps, are the most likely causes to explain the customer¿s positive results. However, bd is unable to confirm the exact cause of the issue. Nonetheless, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd max sars-cov-2 reagents lot 1236338. The root cause was not identified. However, a contamination issue at the customer site possibly explains the discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends. H3 other text : see h.10.